Manufacturer narrative:
(B)(4). Incorrect cartridge size. The analysis found that one ple60a device was returned in good visual condition and with the manual override door out of position; the override lever was up which denotes that the knife was manually returned to home position. In addition, the knife was not fully retracted, thus the device would not open. An ecr45b cartridge was loaded on the device. The cartridge was received unfired. It should be noted that a 60mm device is designed to work only with 60mm cartridges, for further loading instructions please refer to the echelon flex 60 powered IFU. Please note that if the reverse switch does not return the knife to home position the jaws will not open. Ensure that the battery pack is securely installed and the instrument has power and then, try the knife reverse switch again. If the knife does not return, use the manual override. After the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. The device was disassembled to reset the bailout system and return the knife to its home position to test the instrument for functionality. The device was evaluated in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device closed and opened without any difficulties noted. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, the surgeon completed six firings of the device with all blue reloads. On seventh firing, started to fire, heard battery but seconds/millimeter in device died. Surgeon had to use manual release lever to get device off tissue. No complication to the patient. The surgeon continued with new device and blue reload. Same exact thing happened as stated above but this was the first initial firing. Surgeon completed case with a manual long60a. There were no patient consequences reported.